Event description:
This is (B)(6) female who underwent a cardiac catheterization on (B)(6) 2012 for a fractional flow reserve -ffr- examination of the left anterior descending artery. The wire was advanced into a narrow vessel. Once in the narrow, that vessel was completely occluded. Physician attempted to retract the wire for the narrowed passage way, but the wire would not retract. The physician tugged on the wire, eventually the very substantial portion of the tip of the wire broke. The tip of the wire was on the distal portion of the vessel. After multiple attempts of trying to retrieve the tip of the wire, it was determined to be too risky given the pt's medical condition to continue retrieval attempts and the procedure was aborted. During the procedure, the pt was found to have significant proximal left anterior descending disease, which is where the wire was stuck as well as circumflex disease. Based on the pt's significant cardiac disease, the plan was to stabilize the pt and perform a CABG procedure at which time the wire could be more safely removed.